Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that arrow button were became unresponsive. The customer's blood glucose value was unknown. The insulin pump had louder rewind and random no delivery alarm. The insulin pump will not be returned for analysis.